Event description:
Discrepant advia 1650 potassium results were obtained on patient samples. The samples were retested on a second system and corrected results were reported out. There was no report of patient intervention or adverse health consequences due to the discrepant potassium results.

Event description:
Discrepant advia 1650 potassium results were obtained on patient samples. The samples were retested on a second system and corrected results were reported out. There was no report of patient intervention or adverse health consequences due to the discrepant potassium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant potassium results was due to the malfunction of the ion-selective electrode (ise). The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.